Manufacturer narrative:
The customer noted leaking from the clave, and returned one used set of material mz9266, lot unknown under (B)(4). An additional standalone mz1000 was included, attached to the male luer, of the set. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused, and the complaint was verified. The issue was verified by the standalone mz1000, and a new complaint had to be opened as the material is different than the reported. This maxzero had a crack in the plastic around the threads of the luer, causing the leak. The manufacturing plant could not find the root cause for the maxzero crack. The potential root cause could be related to excessive force when tightening the luer, using a non-iso compliant luer, or prolonged use of alcohol on the luer.

Event description:
It was reported that bd maxzero needless connector was leaking. The following information was received by the initial reporter with the following verbatim it was reported by the customer that this standalone maxzero had the leak and verified the failure.